Event description:
It was reported by svc report that the fowler was stuck in an evaluated position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler gas spring.